Event description:
A universal split leg accessory was attached to a surgical table. It fell off of the table and onto the ankle of a circulating nurse. The nurse sustained a minor injury. The universal split accessories are no long in use at the facility.